Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6) during a transfemoral tavr procedure, during inflation, the balloon of the commander delivery system was not able to deploy the valve. Under fluoroscopy, two ¿little jets¿ of contrast media could be seen going out of the distal part of the balloon. The valve was post dilated with a 28mm balloon, however, the patient went into cardiac arrest. The patient was stabilized after arrest, and then transferred to the ICU.

Manufacturer narrative:
Additional information obtained indicated a bav was performed. The delivery system could be de-aired successfully. The ratio of contrast to volume used during the procedure was 15% contrast and 85% water. The patient¿s access vessel had low tortuosity and low calcification. The operator did not report having any resistance during valve alignment. The delivery system was retrieved into the esheath. The physician attributed the cardiac arrest to the ¿low flow + air bubbles¿. The valve was successfully post dilated. The patient was reported to have had a stroke with hemiplegia, but in stable condition. Investigation is ongoing.

Manufacturer narrative:
H10: additional information provided indicated the patient was discharged with a "good level of autonomy....just with some soft language defects."

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h10: in the report, ¿per medical opinion, the cardiac arrest was caused by the low flow and the air bubbles (residual bubbles from de-airing catheter).¿ as such, an engineering study was performed to recreate the procedure and based on the simulation testing, observation was made to assess whether a pin hole leak (in the proximal inflation balloon) during thv deployment can introduce air bubbles into patient when the delivery system is sufficiently vs. Insufficiently de-aired during device prepping process. Simulation 1 (insufficiently de-aired device) was able to replicate how residual air bubbles in the system (from improper device prep) can be introduced to the patient (water bath) through a pin hole leak channel during inflation. Simulation 2 (sufficiently de-aired device) confirmed that there would be no air bubbles created if the delivery system was properly de-aired even if there is a pin hole leak during the procedure. The test observations can be further illustrated by applying the law of physics. During balloon inflation, there is positive pressure in the system that is greater than the environment that surrounds the system. Therefore, if there is any leak from the positively pressured system, the fluid will egress into the surrounding environment through the leak channel. The density of the air bubble is lighter than inflation fluid. So, when leakage occurred during inflation, air bubble will be displaced and pushed out of the leak channel. The complaint for balloon leakage was confirmed, however no manufacturing nonconformities were found in the returned device. Available information suggests that patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined. No labeling or IFU inadequacies have been identified and the trending category did not exceed the control limits. No corrective or preventative actions nor pra are required.

Manufacturer narrative:
Additional information: d10, h6 and h10: the commander delivery system was returned to edwards lifesciences for evaluation. The device underwent visual and functional analysis. A kink on the guidewire lumen was observed at the crimp balloon/balloon shaft bonding, likely due to packaging condition. No other visual abnormalities were found on the device. During functional testing, prior to product decontamination, engineering attempted to inflate the balloon to identify a potential balloon leakage or damage. Upon inflating the balloon, the pin hole leakage was observed on the proximal tapered region of the inflation balloon. As such, the complaint for ¿balloon ¿ leakage¿ was confirmed through functional testing. Due to the location of the pinhole (proximal balloon taper region), no dimensional testing was able to be performed. No imagery, photographs, or video were provided for review. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history records review (DHR) was performed and did not reveal any issues that could have contributed to the complaint event. A review of the lot history revealed no similar complaints. A review of the complaint history from january 2019 to december 2019 revealed other returned complaints for the same type of event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed but no manufacturing issues were identified in the returned product during engineering evaluation. Available information suggested that procedural and/or patient factors may have contributed to the events. Review of complaint history revealed that the occurrence rate did not exceed the december 2019 control limit for the trend category. The instructions for use (IFU), the system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the condition of the returned device. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint event. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint event. A review of the IFU/training material revealed no deficiencies. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. Per case notes, the patient¿s access vessel calcification and tortuosity were mild/low. Calcification in the access vessel can interact with the balloon during device insertion/advancement, which make it more susceptible to balloon damage/leakage in the later steps of the procedure. Alternatively, the complaint history review suggests annular calcification may have contributed to the complaint event. Although no patient¿s aortic valve characteristics were provided, it is possible that during the thv deployment, the inflation balloon may have come in contact with calcified nodules, which may have caused the reported leakage to the inflation balloon. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint events. The trending category did not exceed the control limits; therefore, no corrective or preventative actions nor pra are required. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the intra-cardiac air and stroke is unknown, however, may be due to procedure factors or patient factors (not provided) or the mechanisms described above.